Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during review of the event history log. The quality engineer has identified the downstream occlusion sensor as the as determined cause. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump with "occlusion alarm." This problem was identified during programming/set-up. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that a false occlusion alarm occurred during testing. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.